Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the rt225 infant breathing circuit was not returned for investigation. Our analysis was carried out based on the event description and results of previous investigations on similar complaints. Results: the hosp in (B)(4) reported that the water trap of a rt225 infant breathing circuit was missing from the breathing circuit kit. A lot check revealed no other similar complaints for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. All breathing circuit kits are visually inspected for any missing components before leaving the production line. Each completed circuit pack also weighed to ensure that every component is accounted for. It is unlikely that the water trap was omitted during the assembly process as it would have been easily noticed during the weighing and inspection process on the production line. However, without the returned breathing circuit, we could not verify the missing water trap.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') field rep that the water trap of a rt225 infant breathing circuit was missing from the breathing circuit kit. This was noticed before pt use. It was further reported that the breathing circuit had been destroyed. No pt consequence was reported.